Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9736356, serial/lot #: (B)(4), product ID: 9735737. The solid state drive (ssd) was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the ssd analysis.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not able to retrieve logs from the system. The system would not illuminate the archive button after selecting the date. The representative tried other usb ports, and other usb's, and was still unable to pull logs. After changing the date, the issue persisted. After performing a hard system reboot, the system did not fully boot up and spontaneously shutdown in the middle of booting up. A second hard reboot was performed, the manufacturer representative was still unable to retrieve logs from the system. The system was just upgraded to sw app 2.0. The suspected cause was a corrupted solid state drive (ssd). There was no patient involvement. Additional information was provide stating that the system was plugged into a known functioning power source when then shutdown occurred.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that there was a possible bad solid state drive (ssd). The ssd was replaced. Codes b01, c07, d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: a software analysis was initiated to determine the probable cause of the issue regarding the system being unable to pull logs. Analysis found that there was insufficient information to determine if a software anomaly contributed to this reported behavior. Codes b01, c19 and d15 are applicable to this analysis. H3/h6: a software analysis was initiated to determine the probable cause of the unexpected exit issue. During analysis, it was found that the reported event was related to a software issue. This issue was documented in a medtronic navigation system anomaly tracking database. Codes b01, c10 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.